Manufacturer narrative:
The customer received and replaced the ac inlet but the issue was not resolved. The customer then replaced the power supply and confirmed the reported issue was resolved. The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was not detecting alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse performed a troubleshoot with the customer and it was discovered that the customer was unable to see the 24 volt (v) and 120v coming in from the ac inlet. The rse provided the customer with the parts ID for the ac inlet to order and replace.